Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
An attempt was done to test one opened/used reservoir. Testing was not performed due to reservoir was received without the barrel and plunger.

Event description:
Customer reported that insulin kept dripping. Customer stated that she thinks insulin leaking from the reservoir and infusion set connection but was not sure. Customer stated that the leak occurred while setting up the infusion set prior to insertion. Customer was unsure if the reservoir was inserted into the insulin pump but stated that there is no fluid seen in it and no cracks. Customer was instructed to connect the reservoir back to the tubing and it stopped when twisting the reservoir in the tubing connector. Blood glucose value is 208 mg/dl. Nothing further reported.